Event description:
In 2004, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, the devices were explanted due to an enlarging aneurysm sac. The patient underwent repair of a type 4 thoracoabdominal pseudoaneurysm, and bilateral renal construction using a gore-tex graft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices involved: pct281416/032190104, pcc141200/031071607, pca280300/033090304, pcc141000/032581501, pcc141000/032811814.